Event description:
It was reported the pt was not receiving the expected therapeutic effect. It was stated the device was only providing stimulation in the pt's "upper hands" and not in the pt's back and neck where the pain was reported. Troubleshooting the programmer did not solve the problem. It was stated the pt planned to have the device removed. No further info could be obtained.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.